Event description:
It was reported that the device reached premature battery depletion due to chronic high left ventricular (lv) lead threshold with chronic lv programming. It was also reported that during the procedure to replace the device, the lv lead was incidentally severed while trying to dissect away from a chronic antibiotic pouch. The device was removed and replaced with a new device. The lv lead was capped and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary (B)(4): the device was returned and analyzed. Analysis revealed the returned device did not detect any performance issues, but the calculated longevity result of 80% of expected was less than the predicted value based on the available programmed parameters. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model. Concomitant: 4195 implantable pacing lead (B)(6) 2010 6947 implantable tachy lead (B)(6) 2010. (B)(4).